Event description:
On (B)(6) 2012, it was reported that this vns patient underwent lead and generator revision on (B)(6) 2012. The explanted lead and generator were received on (B)(6) 2012 and are currently undergoing product analysis.

Event description:
On (B)(6) 2012, it was reported that this vns patient was being referred for generator revision and lead revision due to high impedance. Clinic notes dated (B)(6) 2012 were received on (B)(6) 2012. The patient recently had an increase in seizures. Most of the seizures seemed to be in the morning. The patient had a couple of days with recurrent seizures. During the exam, the patient was alert at first. Then, the patient had an episode in which he started down and did not seem to interact. This was followed by eye movement to the left. Then, the patient straightened up in his chair. The device was interrogated and settings were provided. A system diagnostic was performed on the vns, and a problem was identified with an increase in impedance, suggesting lead fracture. The patient was known to frequently hit himself in the chest; therefore, a different site placement was suggested. The patient's seizures were not well-controlled. The physician believed the patient may have had a seizure during the visit but not his typical one. The device was programmed off at this time. The patient's seizure frequency was also provided. The patient experienced two seizures in (B)(6), four in (B)(6), five in (B)(6), and nine in (B)(6). Additional information was received from the patient's care home that the patient had upper extremity mobility and did hit his chest at times. The patient's seizures all seemed to be similar. They usually lasted less than one minute; however, he may also have a cluster with intermittent seizures over a 20-30 minute time span. The patient had seven seizures since the device was programmed off. Surgery is likely but has not taken place.

Event description:
Generator pa was approved on (B)(6) 2013. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator. Lead pa was approved on (B)(6) 2013. The lead assembly was returned for analysis due to allegations of high impedance; however, the high impedance allegation was not verified within the returned lead portion. The outer silicone tubing has abraded openings. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. Additional information was received on (B)(6) 2013 that the physician could not properly provide an assessment of events as the patient was new to the physician.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned but did not cause or contribute to a death.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected but did not cause or contribute to a death.